Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product(s): guide wire: runthrough ns; guide cath: hyperion 6f jr4.0(asahi); stent: xience sierra 3.5/23. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and eccentric proximal right coronary artery that was 100% stenosed. A 3.5 x 23 mm xience sierra stent was implanted in the lesion and post-dilatation was attempted with a 4.0 x12 mm nc trek balloon dilatation catheter (bdc). However, there was difficulty in inflating the balloon as it was inflated several times. Although the balloon held pressure, it failed inflate. After several more inflations, the balloon was able to be fully inflated. Then the balloon failed to deflate and the bdc could not be removed from the anatomy. Therefore, a 50 cc syringe was used to move the balloon; however, it could not be confirmed under fluoroscopy that the balloon deflated. A non-abbott guide wire was then used to puncture the balloon and remove it from the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual, dimensional and functional inspection were performed. The reported inflation issue was unable to be confirmed. The reported deflation issue was unable to be confirmed due to the om rupture at the distal end of the mid-lap seal. The reported difficulty was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.